Manufacturer narrative:
(B)(4). Concomitant product(s): unknown mosaic humeral stem. Unknown mosaic proximal body. Report source, foreign ¿ events occurred in the (B)(6). Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 10411, 0001825034 - 2017 - 10412.

Event description:
It was reported patient underwent a shoulder arthroplasty. Subsequently the patient was revised five days post implantation due to dissatisfaction with the implant. It is unknown if the patient experienced any complications. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR review was unable to be performed as the lot number of the device involved in the event is unknown. X-rays were reviewed by operative surgeon and notes provided. Cultures taken during revision in (B)(6) 2013 identified propionibacterium acni. There were no soft tissue infection signs noticed after antibiotic administration. Revision was to mega-prosthesis to bypass the fracture site. A definitive root cause cannot be determined, however, the complaint may be revised upon return of devices or further information. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.